Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that fibers were seen in the left eye during a postoperative examination. No patient harm was reported. No product sample is available. Additional information was requested.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. The drawing for this product was reviewed and the round sponges, nu gauze, blue cloth towels, cotton tip applicators, gown, drape, mayo stand cover, prep wrap, and back table cover were identified as potential contributory factors to lint and fibers. During the drawing review, it was also noted that the blue cloth towels are placed in two locations in the main pack. The nu gauze is also placed in two locations in this pack. The nu gauze is placed in the 1part tray in the main pack and in the 2part tray in sub-assembly #1. No sample was returned for evaluation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).